Event description:
On (B)(6) 2012, father reported the infusion device display is damaged and has a "black area" across it. The infusion device was not dropped on a hard surface or exposed to water. This was first noticed on (B)(6) 2012, and patient switched to her backup infusion device. Father inserted a new battery, but this did not resolve the issue. Father confirmed the insulin delivery amounts are not visible due to the damaged display. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.